Manufacturer narrative:
A service call was made. Checked the reagent needle; the tip of the needle was chipped. Replaced the needle and re-taught position. The unit was tested and operating within specifications.

Event description:
Customer reported an abo mistype on the galileo. The donor sample was tested by the fwd_abo assay, as ab negative. It tested as a negative by the manual tube method.